Manufacturer narrative:
Customer returned meter and strips for investigation. He returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with customer strips: 2.8 inr. Donor 2: retention meter with masterlot strips: 2.2 inr, customer meter with customer strips: 2.2 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for three patients tested with 3 different coaguchek xs meters. Of these three patients, two had erroneous results when tested with coaguchek xs meter serial number (B)(4). A sample from the first patient was tested on the meter at 10:10 a.m., resulting as 6.1 inr. Three minutes later, a sample was collected from the patient and tested on a second coaguchek xs meter, resulting as 5.0 inr. At 10:29 a.m., a sample was collected from the patient and tested in the laboratory with the dade innovin method, resulting as 4.4 inr. Two samples from the second patient, a (B)(6) male born on (B)(6), were each tested on the meter at 1:11 p.m. On (B)(6) 2018, resulting with values of 6.8 inr and 6.9 inr. A few minutes later, a sample from the patient was tested on the second coaguchek xs meter, resulting as 5.7 inr. At 2 p.m., a sample was collected from the patient and tested in the laboratory with the dade innovin method, resulting as 4.5 inr. No adverse events were alleged to have occurred with the patients. Neither patient was treated and medication was not changed based on the meter results. Medication dosage for both patients was lowered based on the laboratory values. Both patients had therapeutic ranges of 2.0 - 3.0 inr. The first patient's testing frequency is every 2 to 3 weeks. The second patient's testing frequency is weekly. Neither patient was not anemic and did not have antiphospholipid antibodies. Neither patient took heparin or direct thrombin inhibitors. It was the first time the second patient had been seen and tested at the customer site. Neither patient was taking new medications, had diet changes, or had illnesses. Neither patient had symptoms of bleeding or bruising. Neither patient had a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286319) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.